Event description:
It was reported that the patient received inappropriate therapy. The rv lead was found to have dislodged. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.